Event description:
It was reported that the touchscreen was not displayed properly. Reportedly, the screen display was tan with pink horizontal lines. The customers' blood glucose levels were not impacted.

Manufacturer narrative:
The device has not yet been received for evaluation. Should new relevant info be received a supplemental form will be completed.